Event description:
Patient reported, left side deflation. Healthcare professional, later reported, "hole non-specific". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as fold flaw opening. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side deflation. Healthcare professional, later reported, "hole non-specific". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.